Event description:
Caller reported a cgm error and received assistance for a pump reset. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, and the cgm error did not reappear afterward.